Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: during testing, evidence of contamination was found under all key contacts. The contrast button was intermittently unresponsive and the keypad button symbols were worn; which have no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.